Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of 6f guidezilla 2 guide extension catheter in 2 pieces. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the shaft at the collar, collar damage (bent), and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defects. The reported shaft broken/separated shaft was confirmed, although the difficulty advancing in the anatomy could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that the catheter shaft broke. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 6f guidezilla guide extension catheter was selected for use. During the procedure, resistance was met during delivery and the device broke off while being used. The device was observed to be detached upon removal. It was noted that the detachment was possibly due to the target lesion characteristics. The device was removed by pulling out with the inflated balloon catheter, since the balloon catheter was still inside the patient body, and the procedure was completed as it was without replacement. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter shaft broke. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 6f guidezilla guide extension catheter was selected for use. During the procedure, resistance was met during delivery and the device broke off while being used. The device was observed to be detached upon removal. It was noted that the detachment was possibly due to the target lesion characteristics. The device was removed by pulling out with the inflated balloon catheter, since the balloon catheter was still inside the patient body, and the procedure was completed as it was without replacement. No patient complications were reported.